Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the use of the closure system vs-404 venaseal during a procedure involving the great saphenous vein, the patient experienced a rash all over the body, hypersensitivity reaction, skin irritation, and itching within 30 days after the procedure. The patient was treated for the rash with a prednisone dose pack, which initially resolved the rash, but the rash recurred after completion of the medication. A known adhesive allergy was identified after the event. The issue remains present.

Manufacturer narrative:
Additional information: the physician has put the patient on a longer, stronger medrol dose pack as of (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.